Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account stated that a false negative toxoplasmosis igg result generated on the axsym analyzer. The initial result was non-reactive (2.1 iu/ml) and the retest result was reactive (58.1 iu/ml). The qc is within range. There was no impact to patient management reported.

Manufacturer narrative:
Evaluation; (other): an second sample was tested by customer. In addition. Retained kit testing met all specifications. This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. The customer tested a pregnant women positive for igm. The first result of axsym toxo-igg (2.1 iu/ml) was retested and gave a result of 58 iu/ml. An avidity testing was performed with a result of 0.516 (>0.3=high). As a confirmation, a second sample was drawn and tested with the axsym toxo igg assay with the following result of 54 iu/ml. The first sample had not been frozen between first test and retest. First analysis was performed on an aliquot, the rerun on a recentrifuged mothertube. Additionally, the performance of lot number 62424hn00 (and any associated sub lots), was investigated by completing a review of manufacturing and testing records for the associated axsym toxo igg assay lot. The axsym toxo igg assay package insert states: samples may be stored for up to 7 days at 2-8 c after the date of collection. If testing will be delayed more than 7 days, the specimens should be stored at -10 c or colder. Mix after thawing to insure consistency in results and centrifuge at > 10,000 x g for 10 minutes before testing. This assay has not been validated for specimens, which have undergone more than five freeze/thaw cycles. Specimens showing particulate matter, erythrocytes or turbidity must be clarified by centrifugation at > 10,000 x g for 10 minutes before testing. Heat-treated specimens, lipemic specimens, grossly hemolyzed specimens, or specimens with obvious microbial contamination should not be tested with this procedure. The axsym system does not provide the capability of verifying the sample type. It is the responsibility of the operator to verify the correct sample type that is used in the axsym toxo igg assay. All samples (patient samples, controls and calibrators) should be tested within 3 hours of being placed on-board the axsym system. Refer to the axsym system operations manual, section 5, for more detailed discussion of on-board sample storage constraints. Inspect all samples for bubbles. Remove all bubbles prior to analysis. The customer was advised that the sample handling and mixing procedures is a critical factor with a high potential impact on test results and their reproducibility. Specimens dedicated for further testing should be stored and shipped frozen. The investigation results were reviewed for related or different issues. No potentially related issues, including those of clinical significance issues were identified. No further action is required. This is the final report.